Event description:
It was reported that about one month post a coronary drug eluting stenting treatment proceudre, an aneurysm developed. In 2004 the pt had a 2.5x24mm express2 stent and a 3.0x24 mm express2 stent placed in the circumflex artery post an mi. They remained in the hospital and returned to the cath lab 2 days later because of continued chest pain. Access was obtained in the right femoral artery with an 8fr sheath and an 8fr. Guide. The mid lad lesion was predilated with a 2.0x9mm maverick balloon @ 6 atm's for 18 seconds, a taxus express 2.5x24mm drug eluting stent was deployed @ 9 atm's for 20 seconds and then post dilated with the stent balloon @ 9 atm's for 20 secs, then post dilated with 2.5x9 maverick balloon @ 12 atm's for 5-8 seconds, recieved ic ntg and then post dilated again with 2.0x9 maverck @ 6 atm's for 50 secs and 17 secs. Final angiogram showed stent to be well positioned and approximated, timi flow 3 with no residual stenosis. Pt received heparin, local anesthesia and sedation during the procedure. The pt was schuedled for an angiogram 28 days later for the rca. They were having unstable angina and were brought to the cath lab 7 days later where dr did an angioplasty of the rca and injected the left coronaries and found the cx and lad looked good at that time. They returned the following month with continued chest pain for a diagnostic catheterization. The angiogram showed an aneurysm mid-stent in the lad that measured about 4mm. A stress test done around that same time showed mild infero-lateral ischemia. They were scheduled for another angiogram in 2005. They had been experiencing severe chest pain on the evening of the day before and didn't address it because they were scheduled to go in the next day. The angiogram done the following day showed the proximal rca had restenosed with a 99% lesion and the aneurysm was 6mm in size. No intervention was done at that time. The pt was brought back to the cath lab the following day where they received 2 bare metal stents in the proximal rca, the marginal was ballooned and ivus was used on the lad. The physician planned to observe the pt for a couple of weeks and plan treatment after that time.

Event description:
The physician feels this is a hypersensitivity event.